Event description:
It was reported that during routine follow-up of an asymptomatic patient, rf interrogation of the pulse generator could not be performed. It was noted that the device had exhibitted this behavior since implant. The device remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).